Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump fell out of customer's pocket when exiting the car and closed the door on the pump causing the screen to become shattered. Customer is unable to read the touch screen due to the damage. Customer's blood glucose was 85 mg/dl. Reportedly, customer reverted to manual injections for short acting insulin and declined follow up to confirm long-term acting insulin backup therapy method was obtained.